Event description:
During preventative maintenance, the mechanism for adjusting the pump roller occlusion was difficult to operate. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.